Event description:
Major pump unit(s) involved: external control system failure. Additional text: blk pwr lead cover compromised; white cable bent pin. Specific component(s) involved: external controller malfunction. Additional text: primary controller blk power lead cover compromised-wires exposed; b/u cont white cable bent pin. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of external controller. Other intervention : implant device type: lvad. Malfunction device type:

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external controller malfunction.